Event description:
The stent was delivered to the lesion in the right internal carotid artery (cavernous segment). It was reported that the physician was not able to advance the inner body and to deploy the stent due to friction. Therefore, the stent delivery system was removed from the pt. However, the stent was missing from the system. Fluoroscopy revealed that the stent had prematurely deployed in the femoral artery. The procedure was aborted. There were no reported clinical consequences to the pt, and the pt was reported in a stable condition.

Manufacturer narrative:
Additional info regarding the event was requested, and the following was determined: the anatomy was tortuous. Continuous flush was maintained. There was no resistance in the system during the procedure. However, friction was noted between the inner body and the guidewire when advancing the inner body. Rotating hemostasis valve (rhv) was loosened to allow the inner body to be advanced.